Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. This report is filed january 19, 2016. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient removed his own abutment from the fixture. Subsequently on (B)(6) 2015 the patient was administered general anesthesia to facilitate placement of a new abutment. The implanted device remains.